Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a sudden change in symptoms. They were able to sync with the patient programmer and it showed stimulation was on program 1 at 0.5v, it was also noted that the low ins battery icon had been seen. Caller noted the patient had an upcoming appointment with their healthcare provider on (B)(6) 2018. No further complications were reported or anticipated. Additional information was received. Friend/family member reported that the patient had to reschedule their appointment with their healthcare provider due to the weather. Patient had not yet seen healthcare provider therefore the cause and actions/interventions taken to resolve the sudden change in symptoms was unknown. The patient had still been having accidents.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that the patient had a sudden change in symptoms. They were able to sync with the patient programmer and it showed stimulation was on program 1 at 0.5v. Caller noted the patient had an upcoming appointment with their healthcare provider on (B)(6) 2018. No further complications were reported or anticipated.